Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), a pericardial effusion was observed after the first device deployment. It was further noted that echocardiogram revealed the effusion to be less than one centimeter. The device remains in use. No further patient complications have been reported as a result of this event.